Event description:
A copy of a medwatch form was received by novartis on january 4, 2006. This notification seems to match an inquiry, not a report of an incident or malfunction, received on november 9, 2005. According to the medwatch form, "tube feeding found infusing into red port of PICC line. Bd saf-t prn, 0.14 ml, accepted christmas tree tip from tube feeding line."